Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the cuff was noted to be deflating and the tube at the neck end appeared different. It was re ported that the tube was replaced, but the replacement tube¿s cuff did not maintain full inflation and had air leaks near the cuff valve.